Event description:
On (B)(6) 2012, patient's wife reported the patient just got home from the hospital today and had not used the infusion device for 2 weeks. Wife reported the patient had a low blood glucose level and went into diabetic shock on (B)(6) 2012. Wife stated she called the emts and the patient was taken to the hospital for treatment. Wife reported the patient's blood glucose level was 30 mg/dl on the emt's meter. Wife stated the patient was wearing the infusion device when he experienced the low blood glucose level and was treated in the ER for the low blood glucose level and sent home later that afternoon once his blood glucose stabilized in his normal range of 100-170 mg/dl. Wife stated the emts gave him sugar water by mouth but does not know what other treatment he was given at the hospital. Wife reported the patient had been swelling up but was not treated for swelling at that time. Wife reported 2 days after the low blood glucose incident, she took him back to the hospital because he had swollen up so much he could not walk or put on his clothes. Wife stated the patient was admitted and treated for the swelling and his glucose level was erratic ranging from 30 mg/dl to over 300 mg/dl. Wife reported the patient removed his infusion device before going to the hospital. Wife stated patient just detached it from the infusion site and left the cannula in his stomach. Wife reported he did not have the infusion device on while in the hospital. Wife stated he was treated with diuretics and had numerous tests to determine the cause of the swelling. Wife reported his glucose level has been very good the last 2 days and he was sent home today. Wife stated he is still using injection therapy. Wife reported patient did drink a small amount of alcohol the night before the low blood glucose incident. Patient has a backup infusion device. Product was replaced and requested return of the suspect product for evaluation.